Event description:
Add'l info rec'd from MFR 1/3/01: the implantable cardioverter defibrillator (ICD) is model 1743. The transvenous defibrillation lead is model 115. The ICD was diagnostically tested, verifying the performance of the memory, pacing, defibrillation, and sensing functions and met specs. A visual inspection of the device showed an arc mark on the back of the can. The device's therapy history in memory was interrogated; however, because the device had been returned to cpi in monitor+therapy mode, the episodes on the date of the pt's death had been written over and were not available for review, and the reported shorted lead indicator could not be confirmed. It was reported that the pt had received numerous shocks, and had a history of oversensing. Interrogation of the device prior to explant revealed a shorted lead indicator. This shorted lead indicator could not be confirmed in analysis.

Event description:
Pt collapsed suffering cardiac arrest due to a malfunction of the internal cardiac defibrillator.